Event description:
As a result of an internal review of the file, it was determined that the information provided for this event the fragment from the patient¿s eye during a surgery and sent the fragments out for pathology, no patient harm reported, does not represent a reportable malfunction.

Manufacturer narrative:
As a result of an internal review of the file, it was determined that the information provided for this event does not represent a reportable device malfunction. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that patients with foreign material found in their eyes during surgery and fragments removed by intervention. There was no report of patient harm. This case was one of five report.